Event description:
Related manufacturer reference number: 3006705815-2023-06852, 3006705815-2023-06854. It was reported the patient¿s ipg was inoperable, and the patient experienced ineffective stimulation and discomfort. Surgical intervention took place wherein the system was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.